Manufacturer narrative:
Sample from the patient was investigated and the customer's tsh results were confirmed. No interfering factor for the tsh assay or macro-tsh was detected. Therefore, the result obtained by the customer was determined to be correct. Medwatch fields b6 and d4 - lot no were updated.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Initial reporter facility name: (B)(6) a sample from the patient has been requested for testing. The investigation is ongoing.

Event description:
The initial reporter alleged they received a questionable elecsys tsh result for 1 patient sample on a cobas e 801 module analyzer serial number (B)(4). The customer is questioning whether an interfering factor may be present in the patient sample leading to high tsh results. On an unknown day in (B)(6) 2019, the patient's tsh result was 89.6 uiu/ml.